Event description:
It was reported that the patient experienced septicemia and presented to the hospital to remove their pacemaker system. On (B)(6) 2025, the pacemaker system including the right ventricular (rv) lead was explanted successfully. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).